Event description:
Healthcare professional reported "rippling appearance" and "shell has a sheering issue". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: wrinkling: creases were observed. Other-technical: deformation and creases are observed that could have been caused by the voids in the gel. Additional observations: white particles were observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: shell has a sheering issue.

Event description:
Healthcare professional reported "rippling appearance" and "shell has a sheering issue". Device was not implanted.